Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue, the 'up' and 'down' buttons were allegedly under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 03/11/2015.device evaluation: the device has been returned and evaluated by product analysis on 02/24/2015 with the following findings: on examination, the keypad was found to be intact without damage. On testing, the up arrow, down arrow and contrast buttons demonstrated intermittent unresponsiveness. The keypad cover was removed for investigation and revealed contamination on the contacts of the up arrow, down arrow and contrast keypad buttons. Unrelated to the original complaint, the battery compartment was noted to be cracked from the threads down to the middle of the bumper pad and the display screen was noted to be dim, faded and discolored.